Event description:
The cup would not articulate around the head. Articulation was fine with the trial head; so the 1365-13-000; uf7al1004 head was exchanged. The cup would not articulate on the 2nd head. Competitor product then was implanted. Minimal delay to patient.